Event description:
Account alleged that the head section will not raise.

Manufacturer narrative:
Tech found that the head section would not raise past 25 degrees due to the head cylinder. Tech replaced the head cylinder to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.